Event description:
According to the reporter, the customer called to report a bravo capsule failed to attach. There was no harm to the patient but a repeat procedure was necessary. No medical intervention was required. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure itself that led to the event. Pressure was not tested prior to the procedure. No lubricant was used to facilitate capsule placement. The device is expected to be returned for evaluation. The device failed to attach.

Manufacturer narrative:
Evaluation summary: it was reported that one capsule failed to attach from the delivery device onto the patient esophagus. One capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.